Event description:
The physician was attempting to deploy the esophageal wall-stent and the stent would not completely release from the delivery system. As the physician withdrew the device out of the patient's esophagus, the stent inadvertently deployed in the patient's mouth. The stent was removed with no injury to the patient.